Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that after dental implant was installed in intraoral region #3, its non-osseointegration was observed. In addition, 20ncm of primary stability was achieved and the procedure of immediate implant was done and bone graft was executed.